Manufacturer narrative:
Additional information was received that the patient was fine post operatively and could walk perfectly after explant procedure.

Event description:
A report was received that the patient was experiencing intense pain at an undisclosed location and the patient was hospitalized. The physician assessed that the patient had an infection. The patient was administered antibiotics and was released from this hospital.

Event description:
A report was received that the patient was experiencing intense pain at an undisclosed location and the patient was hospitalized. The physician assessed that the patient had an infection. The patient was administered antibiotics and was released from this hospital.

Manufacturer narrative:
The source of the infection could not be determined. Ipg sc-1132 (sn (B)(4)) passed visual and performance test performed. No anomalies were found. Leads sc-2316-50 (sn (B)(4)) passed photographic tests performed. Both leads were cut during the explant procedure and only the proximal portions were returned. Damage to the devices are the result of a typical explant procedure and are not considered a failure. No anomalies were found. Lead splitters sc-3400-30 (sn (B)(4)) passed visual and photographic tests performed. No anomalies were found. A review of the sterilization documentation for the devices was found to be satisfactory.

Manufacturer narrative:
Additional information was received that the physician does not believe the infection was device or procedure related and is unsure of the cause. It was also reported that the intense pain was located in the patient¿s back, and the physician feels it was due to the infection. The patient was also experiencing unable to walk / difficulty walking which the physician also assessed was due to the infection. The infection site was inconclusive. The patient underwent an explant procedure wherein the entire system was removed. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection and was administered antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit 50 cm; model #: sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit 30cm.

Event description:
A report was received that the patient was experiencing intense pain at an undisclosed location and the patient was hospitalized. The physician assessed that the patient had an infection. The patient was administered antibiotics and was released from this hospital.